Event description:
Patient had a tear on the right driveline cannula. Changed in the clinic without any reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that the 70cc syncardia total artificial heart l/n 126287 found no anomalies and all manufacturing was performed to specifications prior to being released to finished goods. Cannulas performed as intended prior to tear. Tear was addressed in the hospital. Removed cannula piece was not returned to site and no pictures of the tear were provided. No testing could be completed and the complaint could not be confirmed or replicated. Failure investigation for this complaint could not confirm or replicate the reported issue. The root cause of the reported cannula tear was unable to be conclusively determined, however, cannula tears are a known issue that are currently being addressed under a CAPA. No reported adverse impact to the patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient had a tear on the right driveline cannula. Changed in the clinic without any reported adverse impact to patient.